Event description:
It was reported that the balloon was found ruptured before use.

Manufacturer narrative:
We received one model # 831hf75 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon had a rupture with flaps in the central area; the ruptured edges did not appear to match up, indicating a gap of missing latex. All other through lumens were patent without any leakage or occlusion. In addition, no other visual damage, contamination, or other abnormalities were found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.